Event description:
The patient was revised due to dislocation.

Manufacturer narrative:
Examination of the returned products finds nothing outward to suspect depuy product error. Review of the device history records for the liner did not reveal any product problems, related manufacturing deviations or anomalies. The returned femoral head associated with this event is competitor manufactured. The use of competitor product with depuy devices is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.